Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported forward firing cannot be confirmed as helium-neon (he-ne) functional testing showed that the aiming beam was present at the output window, as intended. However, analysis identified a break at the proximal end of metal cap which could contribute to diminish vaporization efficiency thus confirming this observation. It is probable that the fiber break occurred due to excessive manipulation or bending of the fiber as it was advancing in the scope. The interaction between the user and device, caused or contributed to the observed fiber damage. The instructions for use caution against bending the fiber at sharp angles in order to avoid damage to the fiber. Although analysis also identified devitrification at the fiber tip, please note that devitrification is normal degradation of the fiber that occurs through normal use. It is the results of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our quality assurance laboratory, the fiber was analyzed. Visual analysis identified a fracture at the proximal end of metal cap. The glass cap exhibited severe devitrification at output window. The fiber metal cap exhibited severe debris adhesion on its surface, indicative of prolong tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed that the aiming beam was at the output window and there were no signs of additional breakages. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a probable cause of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber dropped efficiency and began to front fire. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber dropped efficiency and began to front fire. The procedure was completed with a second fiber without clinical consequences to the patient.